Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer changed the battery this morning and it had been 3 weeks. Customer stated that it took 2 or 3 batteries in order for the pump to work. Customer's blood glucose level was 227 mg/dl. Customer put in a new battery cap because the pump said low battery. Customer stated that it did not work. Customer put the old cap on and it took a while for the screen to come up. Customer received a fill reservoir message twice while rewinding the pump. Customer also had high blood glucose levels. Customer treated for her high blood glucose levels with a bolus. Customer changed her set out and her blood glucose levels went down. Customer declined troubleshooting for her high blood glucose level and for the low battery alert. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump. No further assistance needed.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronics. The functional tests could not be performed due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.